Manufacturer narrative:
The device was checked by the service engineer and it showed tf 5507 alarm on the screen. Service software was performed. In zero calibration it was found that the value of paux was not active after tuning paux potentiometer. Sensor board was found defective. After exchanging the board and performing full calibration, the device worked as intended.

Event description:
Hamilton medical ag received the following event description from the distributor : "before use with the patient, the technician of the nurse check first before use with the patient. He has find 5507 alarming on screen."